Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) of ngzj0914 showed no other similar product complaint(s) from this lot number. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that when injecting 20 ml distilled water to inflate the balloon on the pretest, the water leakage was found around the inflation valve.